Manufacturer narrative:
This case, with patient identifier (B)(4), is related to case with patient identifier (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 30 mg/dl (compact plus) and 130 mg/dl (aviva). No adverse event reported. Return of the suspect device was requested for evaluation.